Event description:
Based on the information provided one of the set screws was loosened and pulled out and the multi-axial screw detached from the rod. A revision surgery was performed and the patient is fine.